Event description:
It was further reported that the ICD was explanted and replaced due to a warranty request, no early battery depletion occurred.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to possible early battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.